Event description:
This female patient with a history of previous carotid artery disease with previous endarterectomy and recurrent stenosis, high cholesterol, hypertension, smoking, and known coronary artery disease (status post CABG) was admitted for stenting of an 85%, 20mm lesion in the ostium of the right internal carotid artery. There was no calcification in the vessel/target and the vessel was mildly tortuous. The patient was symptomatic at the time of the procedure. An angioguard device with a 7mm basket was deployed beyond the target without complications. The lesion was predilated. A 10 x 40mm precise stent was deployed at the target site without complication and the angioguard device was successfully removed. Post procedure, the patient experienced a step-like onset of aphasia, behavioral changes, dysarthria, reflex changes and left hemiparesis. This was confirmed as a stroke. No endarterectomy was performed. Treatment details are not known. The patient was discharged the following day with hospital stroke scale score of 15. At one month follow-up, the patient had residual symptoms with a hospital stroke scale score of 17.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and patient and vessel factors that may have contributed to this event.